Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that after a surgical procedure, it was noted that the tip of the drill bit was broken. The procedure was completed successfully without a clinically significant delay; no medical intervention were reported. It is unknown if there were any adverse consequences as a result of this event. It was subsequently reported that there were no adverse consequences as a result of this event.

Event description:
It was reported that after a surgical procedure, it was noted that the tip of the drill bit was broken. The procedure was completed successfully without a clinically significant delay; no medical intervention were reported. It is unknown if there were any adverse consequences as a result of this event.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.